Event description:
The customer stated the he tested his blood glucose and received a reading of 150 mg/dl using his breeze meter. He retested using his breeze2 and received a reading of 66 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.